Event description:
It was reported that during a small bowel resection, specialty, colorectal procedure, the device was fired. When the device was withdrawn the tissue was examined and the staples had half formed around the tissue therefore the tissue remained open instead of closed. This prolonged the case. Another like device was used to close the tissue and complete the procedure. There were no adverse consequences for the patient reported. One device was discarded.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information received: there are two different procedure dates listed on the synergy form, (B)(6) 2015. Which is the correct procedure date? Date of event is (B)(6).